Event description:
It was reported that the patient presented via merlin.net. Review of the transmission revealed that the right ventricular lead dislodged, and that the atrial channel is detecting the ventricular events. Further information was requested however was not provided.